Event description:
It was reported that during the implant procedure, the device setscrew was unable to be engaged to tighten or to retract. The physician decided to remove the grommet seal and use silicone adhesive to replace it after locating the setscrew and pulling it back into the device. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at explant of the implantable cardioverter defibrillator (ICD) the header/grommet appeared "melted" and the can appeared to be burnt and brown. The patient had reported redness/soreness in the ICD pocket. Additionally, the physician reported that the patient had experienced multiple inappropriate therapies when the ICD detected atrial tachycardia (at)/atrial fibrillation (af) events as ventricular tachycardia (vt)/ventricular fibrillation (vf) events. The device was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a missing grommet. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.